Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side painful capsular contracture, baker grade IV. Pain with lying in the prone position as well as with arm adduction associated with increasing hardening and scar tissue of the breast. Device has been explanted.